Manufacturer narrative:
(B)(6) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10085945. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During the coiling procedure, the physician wanted to use enf14. He placed prowler select plus 45 degree and advanced enf14 through prowler select plus. But the enf14 didn't deploy at the aneurysm neck. The prowler select plus microcatheter was pulled out but it didn't deployed. So, the enterprise ((B)(4)) was safely removed and used another same size enf14 and it worked. The stent was attempted to be released by withdrawing the microcatheter, and during the attempt to release, the stent was in a straight course, and there was no acute angle or branch. All labeling guidelines were followed for insertion of the enterprise into the y connector and microcatheter. The stent was placed at least 5 mm on either side of the aneurysm neck, and a constant and dedicated heparinized saline source was used at all times. After the event, the enterprise was removed without lost of target site, and the same microcatheter was used with the next device. The microcatheter distal tip was not re-shaped. After the event, no other damages were noted on the device (enterprise delivery system/distal tip (unraveled, stretched, kink, bend, fracture, separated, etc), or stent (strut uplift or deformed, etc). The target site was the distal ica. After the event, the procedure was successfully done without any adverse event reported. The device will be return for analysis.

Manufacturer narrative:
After additional investigation was conducted, the event does not meet the criteria for reporting. Therefore, please that no further information will be forthcoming for this report.